Event description:
It has been reported that following a total knee arthroplasty revision, the patient is experiencing hyper-extension. It is currently unknown if the patient will be revised.

Manufacturer narrative:
Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It is now reported that the patient underwent a revision on an unknown date.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Radiolucent lines present at the tibial component cement bone interfaces are suspicious for loosening of the tibial component. However, bone detail is limited. The distal tibial stem is excluded from the lateral radiographs. Mild lateral subluxation of the patella, with scalloped remodeling articular surface of the lateral patellar facet at contact with the arthroplasty lateral condyle. X-rays confirm hyperextension; however, do not show cause for hyperextension or instability. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The root cause is due to the design issue. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Concomitant medical products-headless trocar drill pin catalog# 00590102000 lot# 62938286, nexgen straight stem ext 12 mm dia x 145 mm,(100 mm) catalog# 00598801012 lot# 62465942, nexgen rotating hinge stem tibial plate, size 2 catalog# 00588000200 lot# 62754632, nexgen rh knee tm 10 mm full blk tib agmt, sz 2 catalog# 00588002210 lot# 62154786, segmental art surf, sz c, 14 mm catalog# 00585003014 lot# 63011037, segmental knee poly insert, size c catalog# 00585001395 lot# 63098034, segmental distal femur, size c-rt catalog# 00585001302 lot# 63030057, segmental tm collar, for 9-16 mm, 35 mm catalog# 00585204035 lot# 62852863, segmental str fluted stem, 13 x 130 mm catalog# 00585205013 lot# 62811367.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Radiolucent lines present at the tibial component cement bone interfaces are suspicious for loosening of the tibial component. However, bone detail is limited. The distal tibial stem is excluded from the lateral radiographs. Mild lateral subluxation of the patella, with scalloped remodeling articular surface of the lateral patellar facet at contact with the arthroplasty lateral condyle. X-rays confirm hyperextension; however, do not show cause for hyperextension or instability. The root cause for this issue was determined to be a design deficiency a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05020 and 0001822565-2017-05061.